Event description:
Caller states the patient tested 5.1 inr on coaguchek xs system 1 and 3.3 inr on coaguchek xs system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.